Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 7west-2 drawers 1.1 pocket a1, 3.2 pocket a2, and b6 failed. The drawers did not remain closed and displayed the error message device not detected on the bus. The customer performed a recover storage space procedure. The customer stated that there was a delay in patient care., there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 11-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were failed. A field service engineer (fse) replaced the defective cubie with a new unit and identified an issue with the retractor band, which was also replaced to resolve the issue. The system functioned as intended after field service engineer repaired the device.